Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 200cc saline breast prostheses when the right breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade iii) in her left breast. Both right breast deflation and left breast capsular contracture were confirmed by a doctor. As a result, the patient will undergo bilateral explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 03/01/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During evaluation a rent within crease was observed on the anterior aspect, measuring approximately <0.1 cm, no other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/17/2019, mentor received additional information about the event. The patient had both explanted devices replaced with mentor smooth round moderate profile 200cc saline breast prostheses. On 01/17/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).